Manufacturer narrative:
The returned device was evaluated by the failure analysis center. The reported problem was verified. The root cause of the reported problem was determined to be due to a failure of the battery pack assembly. The customer received a replacement device.

Event description:
The customer complained that the unit is alarming low battery and not charging the battery. There was no report of pt use associated with the reported event.